Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that the patient had a uti which was why they were voiding more. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient was reported to be alive with no injury. Additional information received reported that he device was still implanted. No further complications reported/anticipated.